Event description:
Caller reported that the pump unexpectedly displayed the reset screen. There was no adverse impact to the customer¿s blood glucose level. Technical support informed the caller that the pump reset was a safety feature to ensure performance and educated them on the steps required after a reset, including restarting cgm sessions and reloading cartridges. The customer understood the explanation and successfully resumed using insulin.